Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected.